Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump is displaying a blank screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause could not be determined. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.